Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm 19s with multiple cartridges during the load sequence. The customer's blood glucose (bg) was 277 mg/dl. The customer reported that manual injections would be used to address the high bg and to manage insulin therapy.